Manufacturer narrative:
The customer¿s report of a leak at the junction between the secondary and primary tubing above the pump was confirmed. Visual inspection observed that the edges of the threads of the proximal smartsite of the primary set model 10013361t, to which the texium of the secondary set model 10013364t was reported to be connected, were upturned, indicating over-tightening of a mating component. The actuator tabs of the texium components did not appear to be damaged. Functional and pressure testing was performed. The set and smartsite were tested while submerged underwater. Air pressure was incrementally increased from 5 psi to 30 psi. At 22 psi, an air bubble was observed at the texium to smartsite connection, confirming the customer¿s report of a leak. The leak was not consistent in reproducibility. The root cause of a leak at the junction between the secondary and primary tubing above the pump was not identified.

Manufacturer narrative:
Concomitant medical products: 250ml hospira bag ndc 0409-7922-02, lot 68-111-jt, exp (B)(6) 2018, 5% dextrose injection; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported irinotecan was infusing for approximately 20 minutes when the patient called the nurse into the room for "fluid leaking onto the pump". The nurse noticed leaking at the junction between the secondary and primary tubing above the pump. There was no report of patient harm.